Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's right atrial (ra) lead. The ra lead was capped on (B)(6) 2024. No patient condition was reported.